Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that, after approximately 1 month of support, the pt experienced a pump stoppage. The pt reportedly let her batteries run down while taking a nap and subsequently the pump stopped. At this point she woke up from her nap and attached new batteries. After this episode the pt felt a flutter in her chest and complained of being lightheaded for over an hour. She was in a supra ventricular tachycardia (svt) for almost 2 hours according to her implantable cardioverter defibrillator (ICD) and then was shocked out of it.

Manufacturer narrative:
The pt remains ongoing and continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The report of a pump stoppage was confirmed based on the data recorded in the patient¿s historical log file submitted to the manufacturer for analysis at the time of the event. The data recorded in the log file was consistent with the report of a pump stoppage due to the percutaneous lead being disconnected (reference MFR report # 2916596-2013-01175) and the voltage levels recorded in the log file did not appear to indicate that the patient let the batteries run down too low. Subsequent events recorded in the log file after the pump stoppage indicated that the system ramped back up to its set speed without issue. No further related issues reported have been reported to the manufacturer and the patient remains ongoing on lvad support. Although the report that the patient reportedly let her batteries run down while taking a nap and subsequently the pump stopped could not be confirmed based on the log file data, the device¿s approved labeling addressed the loss of support due to power interruptions. In addition, the patient handbook discusses how to change power sources and warns that at least one system controller power lead must be connected to a power source at all times, and that, should the percutaneous lead be disconnected, the pump will stop. The patient handbook also addressed battery charge level, fuel gauge display, and visual and audible alarms, how to charge and exchange batteries, and how to change power sources. A review of device history records for the batteries in use with the patient at the time of this event could not be performed by the manufacturer as the hospital was not able to provide the serial number(s) of the product. No further information is available at this time. The manufacturer is closing its file on this event.